Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm. Customer reported site swelling. Customer declined system check with tandem technical support. Customer's blood glucose was 400-500 mg/dl.